Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc euphora balloon catheter to treat moderately calcified, severely tortuous lesion with 99% stenosis in the proximal right coronary artery (rca). The lesion was described as having an angled bend. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The devices did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used. The device was not kinked and re-straightened during use. It was reported that balloon deflation difficulties occurred, and the device was slow to deflate at the lesion site. A concentration of 50/50 saline/contrast mix was used. The nc euphora was entangled in a 33mm length non-medtronic stent and trapped in the vessel. In an attempt to remove the balloon the non-medtronic stent was deformed and lengthened out of the ostium to approximately 40mm in length. The device was pulled negative again and before attempting to remove the balloon it was felt that the balloon had appeared to be deflated. Upon removal the balloon fractured and detached. Force was used during attempted removal. The patient was transferred to another facility post procedure on heparin anticoagulation. The detached portion remained in the patient overnight, and was removed the next day in a second interventional procedure by another interventional cardiologist. The detached balloon was successfully removed from the artery via a 15mm goose neck snare and an 8fr jr4 launcher guide catheter. The patient is alive with no further injury.

Manufacturer narrative:
Image analysis: fluoroscopic images were provided in still and video format. The images relate to right coronary artery (rca) treatment. Deployed stents are visualized in the vessel. One image shows an inflated balloon in the distal vessel. The reported use of the nc euphora cannot be confirmed as there are no images that can be identified as deflation difficulties. The detachment/fracture and deformed product could not be confirmed from the images provided. One still image was received for review. The image depicts a section of the hypo-tube in the background. The device luer is being held in the foreground confirming the size of the nc euphora, 4.5 x 12. Blood is visible in the luer. The reported complaint cannot be confirmed from the still image provided. Correction: section b. Adverse event or product problem updated to adverse event & product problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. The device was not moved or repositioned while inflated. A pressure of 18atm was applied during inflation. Deflation difficulties were not noted after the first inflation. Three inflations were performed prior to the when the deflation difficulties occurred. The approximate deflation time was stated to be normal deflation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was being used to both pre-dilate the lesion and post-dilate a deployed stent. Resistance was noted during withdrawal of the device. Inflation difficulties were also noted during inflation of the device. There was partial inflation of the balloon, and the balloon did inflate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.